Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the pericardial effusion. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), a pericardial effusion (pe) was observed. It is unknown what caused the pe. The patient remained stable and no treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.